Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the cause of the implantable neurostimulator (ins) being tilted was the fact that the patient didn't wear the binders as instructed. The rep was unsure of what caused the leads to migrate. To resolve the issue, the patient would start to use the binders. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the rep was showing the patient how to charge their implantable neurostimulator (ins) but could only get good coupling a couple of times when the patient leaned forward. An x-ray confirmed that the ins was at an angle, the patient was still healing from sutures being taken out, and they didn't wear the binders as instructed. The rep also noted that the x-ray also confirmed that the patient¿s lead moved down from t8 to t9 and reprogramming was at the right spot. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.